Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report. The 510(k) # is k073231.

Event description:
On (B)(6) 2011, the lay user/patient contacted lifescan (lfs) alleging that her onetouch ultralink meter was reading inaccurate erratic compared to itself. On (B)(4) 2011 this medical surveillance specialist (mss) contacted the patient by phone for additional information. The patient reported that the alleged product issue began on (B)(6) 2011 at an unknown time when she obtained a blood glucose result of '217mg/dl', '324mg/dl', and '351mg/dl' performed greater than 20 minutes of each other. The patient manages her diabetes with an insulin pump. The patient reported she made no changes to her diabetes management as a response to the readings. The patient advised that on (B)(6) 2011 at an unknown time after the start of the product issue, she 'blacked out'. The patient confirmed that on (B)(6) 2011 at an unknown time, she was hospitalized due to the product issue. During troubleshooting, the customer care advocate (cca) documented that the patient was using expired test strips. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly developed symptoms suggestive of a serious injury and was hospitalized after the alleged meter issue.